Event description:
Initial reporter indicated that they had their vns explanted for lack of efficacy. Further information was attained from the patient's treating physician that the patient "probably did not" have efficacy. Setting changes were attempted to gain efficacy. No device diagnostics were provided by site to rule out a device malfunction. The device was disabled in 2001. The explanted generator is at manufacturer pending completion of product analysis.

Manufacturer narrative:
A device malfunction cannot be ruled out, but event did not cause or contribute to a death or serious injury.